Manufacturer narrative:
Gehc recommended replacement of the battery. No report of patient involvement.

Event description:
The hospital reported that, during a case, the unit went into a system reset. There was no report of patient involvement.